Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw is completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed three other dissimilar complaints for this lot of devices that were released to distribution in 2011. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Dr. Went to use the expressew and as soon as he clamped the jaws down on the tissue the bottom jaw of the expressew broke off and he had to go in with a grasper to retrieve it. We had a backup expressew ii and that worked fine the rest of the case.